Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving fentanyl (3000 ug/ml at 599.6 per day), morphine sulfate (15 mg/ml at 2.998 per day), and baclofen (150 ug/ml at 29.98 per day) via an implanted pump; it was noted that the medication was compounded. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that the pump logs showed a low battery reset and safe state. The pump failed on (B)(6) 2016. It was unknown at the time of the report if the patient had any symptoms. On (B)(6) 2016 it was reported that the pump was placed at minimum rate and the physician planned to replace the patient's pump next week. On (B)(6) 2016 it was reported that the patient's pump was replaced on (B)(6) 2016 and the surgery had gone well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.